Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that when the scope was connected to the tower, the screen froze and no image appeared during inspection for use involving an olympus colonovideoscope. There was no patient injury reported.